Event description:
It was reported that the device exhibited a red screen. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump powered up with a red screen. The most probable root cause was determined to be the pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.